Event description:
It was reported that a patient underwent a lumbar fusion surgery on (B)(6) 2022 and suture was used. Post-op, on the 6th day after the surgery , the suture at the wound was broken and the skin was ruptured, which caused the healing time of the surgical incision to be prolonged. After disinfection, the patient was pulled into the skin by applying. Additional information was requested, including clarification on procedure date and date of event.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What instruments were used in this procedure to handle the suture? It was reported that ¿the skin was ruptured¿. Did the wound dehis? If yes, what tissue dehisced? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please provide clarification on what is meant by the statement ¿the patient was pulled into the skin by applying¿. Please describe any medical/surgical intervention required for this suture event including dates and results. Please describe the appearance of the suture during the second procedure, if applicable. Were there any precipitating stress factors for the suture breakage? Was a post-operative x-ray done to show the suture breakage? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/28/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: h6. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What instruments were used in this procedure to handle the suture? It was reported that ¿the skin was ruptured¿. Did the wound dehis? If yes, what tissue dehisced? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please provide clarification on what is meant by the statement ¿the patient was pulled into the skin by applying¿. Please describe any medical/surgical intervention required for this suture event including dates and results. Please describe the appearance of the suture during the second procedure, if applicable. Were there any precipitating stress factors for the suture breakage? Was a post-operative x-ray done to show the suture breakage? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Additional information was requested and the following was obtained: if applicable, will product be returned? If so, please provide the return date and tracking information. -no.